Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4): over infusion/operating unit: according to the consumer complaint: "the pump infused longer than programmed (ended one hour later than programmed). The client used syringe perfusor bbraun 50 ml".